Event description:
It was reported that the customer experienced high blood glucose levels and that there was a scratch on the display screen. The blood glucose reading was 380 mg/dl. The customer's mother stated that twice, the insulin pump changed the date and time without prompting. The customer complained of headaches as a symptom of high blood glucose and treated with a manual injection. Upon troubleshooting, the insulin pump passed the high pressure test and was deemed to be working as designed. The caller stated that the scratch on the display did not cause the screen to be illegible, but the customer's mother questioned the integrity of the insulin pump's function. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, error alarm test, self test and displacement test. No unexpected insulin pump resetting on its own anomaly was noted. The unit could not be downloaded to carelink due to alarms at the alarm history file. These alarms were due to a corrupted history file. The unit was also received with a cracked case at display window corners and with a minor scratched liquid crystal display window.